Event description:
Same case as #6000093-2005-01045, 6000089-2005-1357. Three days after a coronary artery drug eluting stenting procedure the patient experienced a hypersensitivity reaction. The lesion being treated in the index procedure was a 4.0mm, 99% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.50x24mm and two 3.50x12mm drug eluting stents in the target lesion. There were no complications. Three days after the procedure, the patient experienced a hypersensitivity reaction and a rash. The reaction was treated with oral benadryl with resolution of the symptoms 3 days later. In the opinion of the physician the relationship of the hypersensitivity reaction to the taxus stent is unknown.